Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient list was not populating on device, and users were able to find patients using facility search. A technical support specialist enabled the device maintenance service after upgrade process to resolve the issue. The system function as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not populating patient names. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.